Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. During deployment, it was observed that the left disk would not form properly and despite 3 re-sheaths and 3 re-deployments, it would continue to deploy in a "hamburger bun" shape. The device was removed and a non-sjm 30mm gore cardioform device was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. During deployment, it was observed that the left disk would not form properly and despite 3 re-sheaths and 3 re-deployments, it would continue to deploy in a "hamburger bun" shape. The device was removed and a non-sjm 30mm gore cardioform device was successfully implanted. No patient consequences were reported.